Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging no power to the pump. There was reportedly no damage to the battery compartment or battery cap. The battery cap secured to the pump per instructions for use. There was no indication of moisture or corrosion observed in the pump. There was no reported adverse event associated with this complaint. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: a review of the black box (bb) revealed no power on reset (por) events. There was no damage found to the battery compartment. The returned battery cap was intact and secured to the pump. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly, no power interruptions occurred during the investigation, the pump¿s cover was removed; no intermittent conditions was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.